Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. After three notifications to have the sample returned, the sample was not returned to argon. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the complaint to be reviewed. Without the necessary evidence, a thorough investigation cannot be completed. Determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for reevaluation. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Ivf filter placed in the right external iliac on [redacted date]. There was a plan for the patient to be started on anticoagulant therapy and have the ivc filter removed prior to discharge a few days later, but the patient left ama. She did not present to a provider until may and that provider was unaware that anticoagulation therapy had not been started and the filter was still in place. Ivf filter was unable to be removed due to both patient delays and additional thrombi were found proximal to the ivc filter. It took time for that clot to dissolve. The ivc filter was finally removed on [redacted date]. When they entered the vessel the ivc filter was tilted and embedded into the wall of the vena cava. Removal went smoothly but a leg of the ivc filter remains embedded in the vessel wall. We are unsure why this leg of the filter broke off. Removing the leg proves to be quite difficult and the leg could be introduced into the vessel if it dislodges during removal. It is possible the breakage was due to the delay in removal, but we wanted to report this in case it was an equipment malfunction. Repeat duplex ordered for february 2025.